Event description:
Perforation was reported. The rv pace/sense lead was repositioned. No further patient complications have been reported as a result of this event. It was further reported there was a dislocation of rv sense lead.

Event description:
Perforation was reported. The rv pace/sense lead was repositioned. No further patient complications have been reported as a result of this event.the patient had "inadequate multiple shocks due to oversensing" related to the rv lead. The patient had emergency admission to ICU. The ICD was de-activated and lead revision was planned. Know complete occlusion of left ipsilateral subclavian vein per case report form. A rv pace/sense lead was added, and the center reported a perforation of the rv pace/sense lead. The rv pace/sense lead was repositioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected event description.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.